Event description:
On september 20, an amazon customer commented that the product was false negative: customer said that he/she got two false negatives with this test. One is for user and the other is for user's son. It was positive when the user tested with the abbot's. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent. This MDR contains two separate cases. One is for the reporter and the other is for the reporter's son (B)(6).